Manufacturer narrative:
The customer¿s report that a set cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack on the knit line with the gate opposite the crack. There were no issues observed with the rest of the set. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed and a leak was observed flowing through the crack on the female luer. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product returned with minimal information. Per note attached to product "cracked medline, leaking, patient on insulin." One extension set with one smartsite® valve and a bd 3 ml syringe received. No additional patient or event information provided.